Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. The cause of low bg was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.